Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose of 300 mg/dl and low blood glucose of 50 mg/dl. Customer treated high blood glucose with insulin injection. It was unknown that customer was using automode at the time of event. Device will not be returned for analysis.